Event description:
The pt's cardiac monitoring system failed to recognize the rhythm of ventricular fibrillation and failed to alarm in response to the rhythm of ventricular fibrillation. The arrhythmia was immediately recognized at the nurse's central monitoring station. The nurses were immediately notified. CPR was initiated without delay. "CPR" resuscitation efforts were not successful and the pt died during the cardiac arrest. Following the cardiac arrest, the monitor system's ECG rhythm strip print-out (leads I, ii and v) documented a regular a-v sequential paced rhythm of 75 beats/minute preceding the abrupt development of ventricular fibrillation, and the ECG signals were without noise and of good ECG signal quality. This event was reported to the MFR, (B)(4) on (B)(4) 2013.